Event description:
Procedure: varicocele treatment by laparoscopy. According to the reporter: the device jammed on the varicose vein of the spermatic cord. The surgeon was able to squeeze the handle, but once released it was not possible to re-open. There was unanticipated tissue loss as a result of this problem. The piece where the clip was locked had to be removed.

Manufacturer narrative:
(B)(4).